Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v704351, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that at first the device worked for her symptoms but then it stopped working. She had her implantable neurostimulator (ins) removed because it was not operating right. The ¿system got uncomfortable for her¿ and the stimulator was not effective anymore. The doctor that used to manage the device was no longer there and another doctor removed the ins. The doctor had taken the ins out but left the leads in. The patient started botox treatments and it had been about 6 months/¿for a while now.¿ an x-ray showed she had 2 wires. She was suffering with terrible pain that was on her right side where the implant was. The pain had spread to above her ribcage, her neck and legs. The patient was in terrible pain and was thinking that the wires were touching a nerve somewhere. Her stomach was growing because her bowels were obstructed by the pain. The pain was affecting the patient¿s bowel/stomach function. She did not want to get crippled by the lead being in her body and she could tell the pain was disrupting and something was going on. She was told she could not have an MRI and wanted to know if the procedure to remove the lead would be a big one. She was following up with a urologist about the pain. The implant not working started somewhere around 2014. The pain started in (B)(6) 2016. A surgeon was going to be removing the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.